Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to an insulin pump malfunction. No further details were given since the customer hung up the phone. The customer was called back but she did not pick up. No products were returned or replaced.